Event description:
Physician reported right side ¿rupture/ fear of alcl.¿ the device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, opening, creases fold. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side ¿rupture/ fear of alcl.¿ the device has been explanted.